Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The patient was evaluated in the clinic and upon interrogation a fault code was displayed. This product had functionality limited due to this fault. It was recommended that the product be explanted.

Event description:
Additional information indicates that this patient underwent a revision procedure and this product was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was interrogated and confirmed to be in fallback mode. Detailed analysis was performed; however, the cause of the device going into fallback could not be determined as the device operated normal throughout the analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.